Event description:
It was reported that the ilet pump¿s display screen was cracked and became fully inoperable, preventing button presses; the user reverted to backup therapy and blood glucose was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and continued therapy via backup methods and cgm use. Investigation included customer communication, shipment of a replacement device, instructions for device shutdown to prevent alerts, and attempts to retrieve the damaged unit for evaluation. Investigation of this case revealed a damaged display component rendering the user interface nonfunctional, consistent with a physical screen failure; no device data transfer to the replacement was expected per standard startup requirements. It was concluded, based on previously established findings for similar reports, that the cause was user- or handling-related physical damage with no device manufacturing defect identified due to lack of returned product for evaluation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.